Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune and to treat pain secondary to osteoarthritis. The patella was resurfaced and depuy cement x 3 was utilized. There surgeon notes there was severe tricompartmental articular cartilage loss. The procedure was completed without complications. Patient received a left knee revision to treat tibial pain and walking difficulty secondary to acute and chronic inflammation. Upon entering the joint, the surgeon identified and debrided significant grey tinged pseudo synovium, synovitis, and dense fibrosis. Pathology of the excised synovium identified acute and chronic inflammatory markers indicating hypersensitivity and foreign body reaction. Pathology reports did not confirm the presence of infection. The surgeon decided to revise all components to a depuy antibiotic spacer. There were no reported product defects for the patella, femoral component, tibial tray, or tibial insert. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2018, left knee.